Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level displayed as high; cause was unknown. A specific bg value was not provided. The cause was not provided. A bolus was delivered to address bg levels.